Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insight-a ¿ catheter that there was an issue with foreign matter on the product.

Event description:
It was reported that before use of the bd insight-a ¿ catheter that there was an issue with foreign matter on the product.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8194167. Our records show that this is the only instance of foreign matter occurring in this batch of insyte. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.